Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the lamp not lighting up occurred due to a faulty lamp. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer (fse) reported to olympus on behalf of the customer, during preparation for a therapeutic procedure, the xenon lamp was not lighting up after 400 hours of use and exhibited patting sound. Subsequently, the bulb was changed to complete the intended procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the light bulb could be normally lit due to a faulty lamp. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.